Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information requested but not received. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2019-13188. It was reported that the patient was experiencing ineffective therapy. The patient also reported a painful sensation when their impedances were being checked. As a result, the patient's system was explanted on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.